Manufacturer narrative:
This part is not approved for use in the united states; however, a like device catalog # 7755124, 510(k)#: k082728 and UDI# (B)(4) was cleared in the united states. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had undergone posterior cervical spinal fixation at oc-t1 to treat cervical spondylotic myelopathy. On an unknown date, post-op, the internal shaft of the right rod broke. There was a sound when the patient moved the neck but the patient was still able to move his neck, and there was no decline in his quality of life. A revision surgery was performed, and by physician¿s judgment, only the posterior rod was removed, and wound closure was performed (with the plate and screw still remaining inside the patient). No fragment of the broken product remained inside the patient. According to the rep, bone fusion was also not achieved. No other patient complications have been reported as of now.